Event description:
On (B)(6) 2013, due to severe bradycardia and fall at home, a temporary pacemaker was placed. On (B)(6) 2013, during the procedures cardiac cath with placement of permanent pacemaker, the pacemaker stopped working. The pacer and wires were moved when it was noticed that the pacer was completely turned off. Pt went into asystole, pacer was turned back on when the event repeated itself. Pt again went asystole and was coded with intubation and ventilator placed.